Event description:
An unspecified issue was reported with the adc device in use with unknown phone with unknown/ operating system version. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced fatigue, weakness and dizziness. The customer self-presented to the local hospital where blood sugar levels were test. Additionally, the customer received unspecified healthcare professional (hcp) oral treatment for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported unable to connect the caregiver and the hcp through connected apps. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with iphone with 165 ios operating system version with app version 2816120. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced fatigue, weakness and dizziness. The customer self-presented to the local hospital where blood sugar levels were test. Additionally, the customer received unspecified healthcare professional (hcp) oral treatment for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.